Manufacturer narrative:
According to available information, this device and right ventricular lead remain implanted and in service. Should additional information become available, this event will be updated.

Event description:
Additional information was received: during the follow up visit, the induction test was completed. A holter monitor revealed pacing inhibition during diaphragmatic myopotential. A lead revision to add a pace/sense lead will be performed in the near future.

Event description:
Additional information was received. The device was programmed to vvi 40 pacing mode. Three episodes revealed pacing inhibition. One episode revealed asystole lasting four seconds. It was thought the noise was compatible with external electromagnetic interference - possibly the television remote control.

Event description:
Boston scientific received information that during a follow up visit, interrogation of this device and right ventricular lead revealed noise the device had recognized as ventricular tachycardia. Oversensing causing pacing inhibition was noted. It was thought the noise was due to external sources, however may have been myopotential noise. Attempts to replicate the noise were unsuccessful. Impedance measurements have decreased, however remain within normal limits. The sensitivity and pacing outputs were reprogrammed. In addition, the duration of the ventricular tachycardia zone was reprogrammed to avoid inappropriate therapy. As the patient with this system is pacemaker dependent, a follow up visit is scheduled in the near future. No adverse patient effects were reported.